Event description:
Customer reported the system intermittently reboots itself. Also displayed error msg rtos reboot without gpos reboot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gpos single board computer. System operates as intended.